Manufacturer narrative:
As the lot number of the subject device was not provided, a lot history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was returned for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This kind of event may be related to difficult anatomic conditions or a challenging placement site leading to increased friction and subsequent deployment failure. Insufficient flushing of the device may be another contributing factor to increased release force. Also not using an introducer sheath or the use of an inappropriately sized guide wire may contribute to this type of event. In this case, no information regarding the vessel anatomy or the procedure was provided. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." The IFU indicates that a 0.035" (0.89 mm) guide wire and an introducer sheath of appropriate inner diameter are required for the procedure. Furthermore, the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion." And "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or further procedural details.

Event description:
It was reported that endovascular stent graft could not deployed. Another stent graft was used to complete the procedure. There was no reported patient injury.